Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noted that the lens had a film. The surgeon said it appeared to be away from the center of the lens, so he made the call to leave it in eye. Additional information has been requested. This report is associated with multiple complaints. This file is 2 of 2.

Manufacturer narrative:
The product was not returned for evaluation. A photo was provided of an implanted single-piece lens. The lens was off-center in the eye. A linear mark/crack or material was observed. This appeared to be on or under the posterior surface of the lens. Unable to make a determination from the photo as to the nature of origin of the mark. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The root cause could not be determined for the reported ¿film¿ on the lens. The lens remained implanted. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The reporting facility has not provided any further information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).